Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 200s mg/dl and the ketone level was large. Correction boluses were delivered and water was consumed. The customer was admitted to the hospital for diabetic ketoacidosis (dka). The ketone level was considered as being dangerous. The customer was discharged on (B)(6) 2017 with the bg and dka resolved. The customer thought that the pump may not have been working effectively. Although requested, additional information was not provided regarding the pump issue.